Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer reported the infusion set quick release came a part and insulin leaked out instead of going in the body. The customer competed troubleshooting. The infusion set will be returned for analysis. The insulin pump will not be returned for analysis.